Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest which also spread to his arms. Patient described the rash as a combination of what looks like hives/pimples/blisters. Patient also reports an open blister. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told him to take benadryl. Follow up indicated that the benadryl is helping with the skin irritation.